Manufacturer narrative:
The reported event of unknown malfunction was not confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported the patient presented for implant procedure. During surgery, the lead could not be implanted for an unknown reason. The patient condition was unknown. No further information was reported on this event.

Manufacturer narrative:
Further information was requested but not received.